Event description:
It was reported that a user experienced a low blood glucose event after a usual lunch while using the ilet following a factory reset, with a reported nadir of 68 mg/dl and treatment with oral carbohydrates including a mint and sips of regular soda; troubleshooting and education on hypoglycemia treatment were provided. Symptoms included hypoglycemia. Outcomes included resolution with oral glucose without need for medical intervention or hospitalization. Investigation included follow-up to verify the lowest blood glucose value and assess symptoms. Investigation of this case revealed no device malfunction identified and no device component issue reported, with the event occurring in the context of routine use after a factory reset. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.